Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the remaining 3 arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced set-up joint (suj4) due to error 26002 and 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the suj4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 319 points to node 198 is not present at startup, node name: axes controller, carriage (acc) in armnet4 usm.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable 26002 occurred. The tse confirmed the error in the logs and explained that it was an internal communication error. The customer restarted the system and recovered the error. After, the customer called back to report that error 26002 reoccurred along with error 319 after a system power cycle. The customer disabled universal surgical manipulator (usm4) and continued the procedure with the remaining three usms. The procedure was completed as planned with no reported injury.